Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that perforation was suspected. The lead was explanted after an unsuccessful reposition attempt.